Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During field service installation of the device, the user reported that there were black lines present through the display. No other details regarding the nature of the event were provided. Since the event occurred during field service installation of the device, there was no pt involvement during this event.